Event description:
A nurse reported to baxter (B)(4) of a luer activated valve which disconnected between the chamber base and the start of the line when operator was priming it with IV fluids. According to the reporter, "it just popped off". The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.